Event description:
During initial inspection/servicing/installation/initial use it was found that the intellivue x3 patient monitor did not work as intended as the device was presented with a speaker malfunction. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.